Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-613-65 dual spike punch peg broke off and an ar-613-1 handle won't engage properly. This was discovered during a procedure.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufactured date 2017.

Event description:
Additional information received on 2/21/2023: this was discovered during a tka procedure on (B)(6) 2023 and completed successfully without further issues. The dual spike punch had a piece of the connector broke off when unhooking it from the handle, all the broken fragments were retrieved from inside the patient.